Event description:
Patient infection. Implanted in 2003 for incisional hernia in obese patient. Developed 4cm x 6cm abscess above the mesh. Tested positive for e-coli and strep. Treated with antibiotics. Patient is recovering.